Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented due to atypical chest pain; however it was not felt to be cardiac in nature. A transesophageal echocardiogram (tee) indicated mobile densities on the right ventricular (rv) and left ventricular (lv) leads. They were not through to be thrombi as the patient had been well anti-coagulated for years. The patient was hospitalized overnight and the densities, ultimately described as vegetations, were to be monitored. A course of action will be determined at the patient's next device replacement. The leads remain in use. The patient is a participant in the post approval clinical surveillance product surveillance registry. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.